Manufacturer narrative:
Exact date unknown, event occured a month ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration and high impedance. No device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the facility.